Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the flow detector door switch on the level 1 trauma fast flow system (h-1200) was broken. The product problem was observed during testing/preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the float switch, enclosure, front cover, line cord, block assembly, and pole clamp. The unit had an outdated pcb and power switch. The tank cover was cracked. The micro switch was bent. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (no audible alarm/ micro switch pushed in) was confirmed during testing. The product problem occurred because of a faulty pcb/bent micro switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator concluded that the user had bent the micro switch. The micro switch, pcb, and the aforementioned worn components were replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.